Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during interoperative the right ventricular (rv) lead was over-sensing in the rv port. The implantable pulse generator (ipg) was replaced. No patient complications have been reported as a result of this event.